Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 28 mmol/l at the time of incident. The customer did not experienced symptoms due to high blood glucose. It was unknown that how the customer treated high blood glucose. It was unknown that the insulin pump was on auto mode at the time of incident or not. The customer reported insulin pump had a critical pump error alarm with an open book image on screen. No further patient complications were reported. Troubleshooting was not performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No critical pump error (open book image) alarm¿noted during boot up. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test and¿self test. Unable to perform the displacement test and occlusion test due to a missing retainer ring. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damageon the electronic assembly, motor, or force sensor. Nofatalcriticalalarms or critical handling alarms found in the history files or traces. Force sensor zero offset within specification 22.8mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection:¿ pillowing keypad overlay, scratched, cracked case (battery tube), battery tube threads cracked, serial number label missing, keypad overlay texture damage, cracked keypad, detached retainer, end cap address label missing, missing o-ring (reservoir tube), and minor scratches on lcd window. In summary, customers alleged critical pump error (open book image) alarm¿was not confirmed during testing. No critical or fatal errors noted in the pump history. However, a missing retainer ring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.